Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The device history records were reviewed relative to the manufacturing, inspecting and packaging of lot# 06975520. All records indicated that the product was final inspection tested at lake region manufacturing and determined to be acceptable. No other complaints were found with lot# 06975520. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a cerebral angiogram, the polymer on the distal 1cm tip of the zipwire fractured during insertion into the 5fr cook introducer sheath. The fracture involved the polymer only-the core wire remained intact. It is noted that resistance was met with removal of the guidewire. A second zipwire was used to complete the procedure. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "fine".